Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with non-specific symptom presented in the emergency room after receiving a vibratory alert. Upon interrogation, the device was found to be in back-up vvi mode. Device download was performed successfully. Patient was doing well and will continue to be monitored normally.